Manufacturer narrative:
(B)(4). Customer complained about the unit having a multiple pump error alarm on event date 08 (B)(6) 2022.the unit was able to pass the following tests: displacement test and self-test. Successfully downloaded history files and traces using thus. No pump error occurred during testing. Multiple pump error was present in history download on event date of (B)(6) 2022 12:21 pm. (B)(4). P-cap was tested and locked into place properly. Pump was cut to perform visual inspection and found evidence of physical on pcb 2 & force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails. Multiple pump error were confirmed due to software defect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received software error detected alarm. Customer stated that when they was putting in the units the insulin pump had shut down itself and it had to restart. Customer was able to clear the alarm. Customer was able to complete pump rewind. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.